Manufacturer narrative:
Eval summary: the sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the aspiration of the vitrectomy did not work so a new one was used. The health/vision of the pt was not affected. Add'l info has been requested but not received to this date.